Event description:
It was reported that the lcd screen is damaged in the alignment of the pixels. The touch screen is out of alignment. The unit is making a loud noise during operation. No patient consequences reported.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information received, visual and functional examination: the unit was found to require the vso vacuum system to be replaced. The device was functionally tested, met all product requirements and returned to the customer.